Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned product identified fracture at the implant collar and bone debris (bone residue) about the threads. The reported product was located on tooth # 19 and used for approximately 7 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient came with mobility in crown and in revision doctor observed the fracture. The reported event is confirmed following evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 36.